Event description:
I was prescribed a home sleep study by my physician. I was sent to an ares device to wear to collect the data from the study. The following morning, I was left with a large red blistered mark on my forehead and severe headache. The mark on my forehead persisted and I still have a large red scar there from the device.